Manufacturer narrative:
The cause of the patient's post-operative complications cannot be determined at this time. Adhesions are a known risk of surgery and are listed as a possible complication in the adverse reactions section of the instructions-for-use provided with the device. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2010, the patient underwent a ventral hernia repair. A bard/davol perfix plug, was implanted in the patient during the ventral hernia repair. It is alleged that on (B)(6) 2015, the patient underwent surgery for lysis of adhesions and abdominal lavage to repair the partial small bowel obstruction/ileus. As alleged, upon entering the patient's abdomen, the surgeon observed filmy adhesions that were broken down with just the surgeon's fingers. It is alleged that the patient continues to suffer debilitating abdominal pain that affects his everyday life. He also requires ongoing physical care and treatment. As alleged, the bard/davol perfix plug mesh product is defective. It is alleged that the patient has suffered injuries and will require continual monitoring and care. As alleged, the patient has suffered and will continue to suffer severe physical injuries, pain and suffering, and mental anguish. It is alleged that the patient has suffered permanent injuries and significant pain and suffering. As alleged, the bard/davol perfix plug implanted in the patient failed to reasonably perform as intended. It had to be surgically removed, necessitating further invasive surgery to repair the very issue that the product was intended to repair.